Manufacturer narrative:
Hill-rom technical support found the buzzer for the bed exit alarm was ripped from the bed and suggested replacing the external buzzer. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm is inoperative. The bed was located at the account in medsurg. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).